Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was turning off and on. The reporter confirmed that the battery cap was secure to the pump with no damage to the battery compartment or pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed reboots. No damage was found to the battery compartment or battery cap. The battery cap was found to be within specifications. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage, evidence of moisture, or intermittent connection was found in the power circuit or battery flex. Unrelated to the complaint, the pump's history showed a time and date reset to factory default. The pump's internal battery was found leaking.